Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was reported that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2017- device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2017 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and no leaks were found. The pump was opened to find no further evidence of moisture internally.